Event description:
The customer reported that there was a recent case of a patient experiencing awareness under ga, with sedline range reporting <45. It was an emergency case under tiva. A long case. Patient was stable. Towards the end of the case, about 30mins before end, anesthetist switched from propofol to sevoflurane, which was their usual practice. Patient later reported that they felt all of the suturing. Psi reported to always be below 45.

Manufacturer narrative:
Other, other text: the module was reported not to be available for return. If the module is returned for evaluation or new information is obtained, a follow up report will be submitted. Additional module identifiers were not provided by the customer.